Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During imaging, the wire wrapped around and the catheter got separated outside the patient, about 25 cm from the tip. During retrieval of the device, the catheter shaft was kinked. The procedure was completed with another of the same device and there was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope, sheath, and imaging window were kinked. The imaging window was detached near the lap joint section and the drive cable was coiled. Media provided by the site showed the device entangled with the guidewire and the imaging window detached, confirming the reported issues.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During imaging, the wire wrapped around and the catheter got separated outside the patient, about 25 cm from the tip. During retrieval of the device, the catheter shaft was kinked. The procedure was completed with another of the same device and there was no patient injury.